Event description:
The customer returned the bronchofiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a shaved forceps channel port and a corroded suction cylinder were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the shaved forceps channel port and the corroded suction cylinder, the cause was due to damage or deterioration of parts and environmental problems. The most probable cause of this complaint is an expected or random component failure without any design or manufacturing issues. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.